Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device identified that the wire lumen (inner lumen) was stretched and bunched at 6.7cm from the tip. A puncture was noted out through inner and outer lumen at 7.3cm from the tip. This damage to the extrusion is consistent with the guidewire, puncturing out through the wall of the extrusions. No tears were visible in the balloon. When an attempt was made to inflate liquid into the balloon, it was noted that the liquid just flushed out through the tip as a result of the puncture site in the extrusion. As a result it was not possible to inflate the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-00055, 2134265-2013-00056. It was reported that prior to an angioplasty procedure, a balloon perforation was noted. As the 1.5x20mm apex balloon was opened and prepped for use the physician noted that the balloon would not inflate and was perforated. Another 1.5x20mm apex balloon catheter was used for lesion pre-dilation followed by deployment of an unknown bsc stent. Following stent implant an artery perforation and dissection was noted. The patient was taken to surgery for pericardiocentesis of cardiac tamponade.

Event description:
Same case as MFR ID # 2134265-2013-00055, 2134265-2013-00056. It was reported that prior to an angioplasty procedure, a balloon perforation was noted. As the 1.5x20mm apex balloon was opened and prepped for use the physician noted that the balloon would not inflate and was perforated. Another 1.5x20mm apex balloon catheter was used for lesion pre-dilation followed by deployment of an unknown bsc stent. Following stent implant an artery perforation and dissection was noted. The patient was taken to surgery for pericardiocentesis of cardiac tamponade.